Event description:
The customer reported to olympus that the evis exera iii xenon light source exhibited error 216 intermittently when used with the 190 series scope during maintenance. The device was returned to olympus for evaluation. During the device evaluation, the following reportable malfunction was found: error b30 was displayed on the monitor intermittently with 190 series scopes due to a faulty scope socket. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Upon evaluation of the returned device, the customer's allegation of e216 error was not confirmed. Also, evaluation found the following: rust and dirt deposition on the scope socket, heavy dust inside the equipment, a dirty power switch, and a third party xenon lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty output connector. Also, a non-olympus product was installed. The event can be prevented by following the instructions for use which state: "[warning] non-olympus equipment can cause instability of the automatic brightness adjustment." Olympus will continue to monitor field performance for this device.